Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting steps suggested by technical support, changed supplies as necessary, and then resumed insulin therapy. No additional information was received regarding the outcome of the event.